Event description:
It was reported that during setup of an ilet pump, the device generated repeated ¿121 ¿ lcd power over/under voltage¿ alerts despite restart and adequate battery level. A replacement device was provided along with user support. No reported symptoms or blood glucose impact. Outcomes included no need for medical intervention and uninterrupted diabetes management using a backup device. Investigation included device replacement logistics and user education or troubleshooting. Investigation of this case revealed a device malfunction involving the lcd power regulation. It was concluded that the event was attributable to a device malfunction of the original pump, and a replacement device addressed the issue.